Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was caller reported that pt had an MRI and while laying in the MRI machine they began to experience a "buzzing and tingling" sensation in their lower to mid back, which is where they normally feel stimulation. Caller stated that the MRI tech confirmed that MRI mode was in fact enabled. Caller also confirmed that the MRI machine was a 1.5 tesla magnet. Caller stated that pt confirmed that pt is still receiving good therapeutic benefit and that their ins and seems to be working as expected.  Caller mentioned that they plan to meet with pt in the future to run an impedance check and to make sure that the internal system is working as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.